Event description:
A report was received stating the device will not hold air. The pilot balloon flattens and cuff deflates. In order to maintain air, the syringe needs to be attached to the inflation valve. No incident related medical sequela was reported.

Manufacturer narrative:
The device is currently being evaluated the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.